Manufacturer narrative:
(B)(4)

Event description:
Dexcom is made aware on (B)(6)2017, that on (B)(6)2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the arm on (B)(6)2017. It was reported that the patient was waiting for her husband to come out of surgery at the hospital when she felt low and took a blood glucose reading that was at 37 mg/dl. The patient then advised someone to get a nurse to assist her. After the patient was treated, they were provided glucocon and soda to bring their sugar back up. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Dexcom labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within